Event description:
This is a supplemental report to initial report 3008789114-2016-00027 to submit investigation results from the manufacturer for the suspect device. See results in "file attachments" section of this report. (B)(4).

Event description:
(B)(4) received a call on 04/24/2016 reporting a medical attention that occurred on (B)(6) 2016 and (B)(6) 2016. Patient called in stating she received a various readings when she tested her blood glucose with the prodigy meter. On (B)(6) 2016 around 3-4pm patient tested with the prodigy meter with a result of "hi". Paramedics were called and upon arrival tested patient's glucose with their meter with a result of 303mg/dl. Paramedics were called within 10-15 minutes of testing with the prodigy meter and arrived 5 minutes after they were called. On (B)(6) 2016 around 4pm patient performed a blood glucose test with a result of "lo". Patient repeated the test immediately after the first test and received the same result. Patient was not experiencing any symptoms and her normal blood glucose reading around the time of the events is 100-180mg/dl. Patient contacted her healthcare nurse and was advised by her to eat cheese, peanut butter, drink milk and orange juice. After eating, patient waited a few minutes and tested again with a result of 25mg/dl. On the 4th test using the prodigy meter patient got a result of 44mg/dl. Patient then contacted her nurse and was advised by nurse to call paramedics. Paramedics were called within 30 minutes of testing with the prodigy meter and arrived within 5 minutes. Paramedics arrived and transported patient to hospital. While in route to hospital paramedics performed a blood glucose test with their meter with a result of 292mg/dl. Patient stated she stayed in hospital overnight for monitoring. Patient's blood glucose prior to discharge was 292mg/dl. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.